Event description:
Device malfunction: inaccurate delivery of stent. Time of malfunction: during deployment. Symptoms/ae: vasospasm and bradycardia. Time of symptoms: during and post procedure. Study event. It was reported that during a left internal carotid artery stenting procedure, when the physician was deploying the stent into the vasculature, the stent 'jumped' when it was released resulting in incomplete coverage of the lesion. A second stent was then deployed to cover the remainder of the lesion. After the second stent was deployed, there was an area which the physician was suspicious of an spasm distal to the first stent. Intracarotid nitroglycerin was given multiple times to treat the spasm without success. The physician then decided to insert a third stent into the area of spasm. Post the procedure, the patient experienced bradycardia and was treated with dopamine. The bradycardia resolved and the patient was discharged to home 4 days later. Although requested, there is no additional information available.

Manufacturer narrative:
The stents remain in the patient. The lot numbers were provided. A review of the device history record did not produce any findings relevant to this report.